Event description:
Two surgical packs were found to have contaminant in them: small questionable specks. Not used on patient.

Event description:
Two surgical packs were found to have contaminant in them: small questionable specks. Not used on patient.